Event description:
A physician reported that the hole was found in the sleeve during cataract surgery with intraocular lens implant. It was noticed during irrigation. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The opened sleeve was visually inspected. A hole was observed on the base of the sleeve. It appeared to be a molding issue. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is external supplier related, caused by an error during the suppliers manufacturing process during the assembly of the infusion sleeve. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed, and all acceptance criteria are met. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).